Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected sensor signal not found alarm or communication anomaly noted during testing. All the buttons functioned properly and no moisture damage on electronic assembly or keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that his insulin pump had no response from any button. The customer's blood glucose level was 350 mg/dl at the time of the incident. Customer reports there is fluid in the battery compartment. Customer stated the battery cap is not damaged. It was unknown if auto mode was active during the event. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.